Event description:
Boston scientific received information that this right ventricular (rv) lead was not functioning as expected. The device was programmed to aai mode. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time no further information is available and records indicate this lead remains implanted. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the lead had dislodged, therefore the device was programmed to aai. The patient continues to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating the patient's device was explanted due to normal battery depletion. During the procedure it was reported this lead exhibited high out of range pacing impedance measurements. Subclavian crush was noted and the lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.